Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to a report received via web self-service, the patient stated that on (B)(6) 2025, her blood glucose meter showed a reading of 394 mg/dl, while her cgm displayed a lower value of 110 mg/dl. As a result, her insulin pump did not deliver insulin. The patient reported experiencing symptoms including excessive thirst and vomiting due to acid buildup. She was hospitalized for treatment for diabetic ketoacidosis (dka) and remained overnight. However, the exact duration of hospitalization (less than or more than 24 hours) was not specified. Attempts to contact the reporter for additional information were made but were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis